Manufacturer narrative:
Product event summary: the lead has been returned; however physical analysis is pending. The lead performance data collected from the device memory was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising to beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant products: d314drg ICD, implanted: (B)(6) 2011; 6949-58 lead, implanted: (B)(6) 2006; 5054-52 lead, implanted: (B)(6) 2003; 4968-60 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had increasing and high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.